Manufacturer narrative:
The device or sheath introducer were not returned; therefore, a physical investigation to determine whether there was defect and/or damage to the introducer hub/sheath that may have obstructed the device path and caused the device to be damaged could not be made. The review of the lhr (f1632203) indicated that there were no reworks or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided, the reported event may have been due to handling of the device during the introducer sheath insertion step. It should be noted that applying excessive force during the insertion step may cause the device's distal tip to be kinked/damaged, which may prevent the device from advancing in to the introducer sheath. Should additional relevant information become available, a supplemental report will be filed.

Event description:
Deployer in training bent the atraumatic tip of a mynx ace vascular closure device (vcd) when trying to insert the tip into the hub of the sheath. Hemostasis was achieved with another mynxace vcd and manual compression was held for 2 minutes. The patient was not hospitalized and the patient's hospitalization was not extended. Patient recovered. The intended procedure was a diagnostic coronary procedure in which the access site was located in the medium level of the femoral artery. A non-cordis 6f sheath was used prior to mynxace vcd. There were no visible kinks in the sheath after removal; and there was no prior catheterization/scar tissue on puncture site. Additional information was requested, but is unknown at this time.